Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Evaluation of the returned device showed wear and tears on front cover and enclosure, cracked enclosure, missing tank cap, old line cord, power control board, power switch and drain fitting. The root cause was determined to be a cracked enclosure under the drain fitting. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and was scrapped. Operator of device:health professional. (UDI) is unknown. No information is available. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is leaking. No patient injury has been reported.